Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to forward-fire at 72,583 joules of use. The fiber was replaced and the procedure completed using a second fiber. Pt outcome: "no injury to the pt".